Manufacturer narrative:
Complaint conclusion: as reported, upon inspection of a 5mm angioguard embolic capture guidewire (ecgw) system after preparation according to standard procedures, a slight kinking was found on the distal end of the deployment rod. Attempts to use the device failed due to an inability to cross the lesion. A non-cordis embolic protection device was used, followed by successful balloon pre-dilation and deployment of an unknown stent to complete the procedure. There were no reported injuries to the patient. The target vessel was the right internal carotid artery, with no calcification, mild tortuosity, and 80% stenosis. The intended lesion was located at the carotid bifurcation. A non-cordis 8f guiding catheter was placed in the common carotid artery prior to use of the angioguard ecgw system. The device was stored and prepared according to the instructions for use (IFU), and there was no difficulty loading the filter into the sheath before damage was observed. The angioguard was sized larger than the vessel as per IFU guidance. The device did not pass through any acute bends, and no difficulty was encountered during advancement toward the lesion. The kink on the distal delivery rod was observed before inserting the filter basket. The device will be returned for evaluation. A non-sterile unit of rx/5mm basket diameter/180cm was received inside a clear plastic bag. Returned components included the deployment sheath, capture sheath, filter introducer, and the ecgw system, while the remaining components were not returned for analysis. The ecgw system was received inserted inside the deployment sheath. Visual inspection identified a kink on the guidewire approximately 12 cm from the proximal end and 5¿6 cm from the distal tip. The distal tip of the ecgw system was found kinked and unraveled. Inspection of the filter basket with the vision system revealed kinked struts and membrane. No additional findings were observed. Functional analysis was not performed due to the nature of the complaint. No evidence of manufacturing defects or assembly issues was identified during the product evaluation. The reported malfunction ¿distal tip (ecgw) ¿ kinked/bent¿ was observed during evaluation. The reported malfunction ¿delivery system ¿ failure to cross¿ was not observed due to inability to replicate under lab conditions. The secondary malfunctions ¿distal tip (ecgw) ¿ unraveled/stretched¿ and ¿filter basket ¿ kinked/bent¿ were discovered during the product evaluation. The exact cause of the event cannot be determined. However, procedurally related factors associated with difficulty crossing the lesion may be a contributing factor. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿never push, auger, withdraw or torque a guidewire, which meets resistance. Determine the cause of the resistance using fluoroscopy and take the necessary remedial action¿ and ¿guidewires are delicate instruments and should be handled carefully. Avoid excessive force, kinking, stretching, or prolapse of the guidewire to prevent separation, bends, kinks, or damage of the filter basket assembly.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, upon inspection of a 5mm angioguard embolic capture guidewire (ecgw) system after preparation according to standard procedures, a slight kinking was found on the distal end of the deployment rod. Attempts to use the device failed due to an inability to cross the lesion. A non-cordis embolic protection device was used, followed by successful balloon pre-dilation and deployment of an unknown stent to complete the procedure. There were no reported injuries to the patient. The target vessel was the right internal carotid artery, with no calcification, mild tortuosity, and 80% stenosis. The intended lesion was located at the carotid bifurcation. A non-cordis 8f guiding catheter was placed in the common carotid artery prior to use of the angioguard ecgw system. The device was stored and prepared according to the instructions for use (IFU), and there was no difficulty loading the filter into the sheath before damage was observed. The angioguard was sized larger than the vessel as per IFU guidance. The device did not pass through any acute bends, and no difficulty was encountered during advancement toward the lesion. The kink on the distal delivery rod was observed before inserting the filter basket. The device will be returned for evaluation. Addendum: product evaluation revealed that the distal tip of the ecgw was unraveled. Additionally, the filter struts and membrane on the filter basket are kinked.